Event description:
Related manufacturer reference number: 1627487-2022-02005. It was reported the patient was unable to place their scs system into MRI mode, prior to an MRI procedure. Later, diagnostics discovered high impedance in one of the patient's leads. In turn, surgical intervention may occur at a later date to address the issue. It is unknown which lead is related to the issue. Therefore both leads are being reported.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight. A patient unable to set implanted system to MRI mode due to high impedances was reported to abbott. As a result, the entire system was removed and replaced with a new full system. Therapy was restored. It is unknown which lead is related to the issue. Therefore both leads are being reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicated surgical intervention occurred on 07 jul 2022 wherein the entire system was explanted and replaced to address the issue. Therapy was restored postoperatively and no impedance issues, reportedly.